Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. While at work on (B)(6) 2025, the patient had trouble focusing and described feeling ¿like her head was about to explode.¿ at the time, her cgm was reading 345 mg/dl, while her blood glucose meter showed a significantly higher value of 545 mg/dl. The patient was wearing a tandem insulin pump. At approximately 10:00 am, the patient went to the emergency room, where she was treated with IV insulin. After about three hours, blood work was performed and returned normal results. The patient was discharged the same day and reported to be in ¿good condition¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.